Event description:
Ous MDR - it was reported that in the course of 2 weeks, this device went from an expected eri to eos.

Manufacturer narrative:
The device first underwent a status interrogation, during which the device status eos was displayed; 183 charge processes had been documented. The memory content of the ICD was checked; interference in the ventricular channel was visible on the available iegms. Between (B)(6) 2013, these interference signals led to more than 156, partially terminated, charge processes. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. During the analysis, the ICD¿s capability to provide therapy was checked. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. Following the detection, a charge process took place, which was aborted, which was, however, due to the already severely depleted battery. The ICD had been implanted for 54 months, 183 charge processes had been documented. The charge drawn from the battery was checked. Due to the high number of charge processes, the battery depletion was as expected. In summary, the analysis did not provide any indications of a device malfunction, and the signal sensing of the ICD in particular was normal. The battery status eos resulted from the severe load on the battery caused by the multitude of subsequent charge processes, which were triggered by oversensing. There was no material defect or manufacturing error.